Event description:
It was reported by the rep that the (1) hp052 was used during a laparoscopically assisted vaginal hysterectomy procedure. It was reported that the surgeon was trying to use the device and he began the case with a solid tone. Troubleshooting was performed with the test tip and the solid tone remained. The handpiece was replaced to start and finish the case. The pt consequence was not reported. 8/3/2000 additional info received: there was no consequence to the pt.